Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem the keypad issues was reproduced. Upon keypad testing, it was confirmed that keys "run", "ok", ¿9¿, and ¿6¿ were defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective keypad. The front door cover required to be replaced to address this issue and preventive maintenance was required to be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a keypad issue. It was observed that when pressing the ¿6¿ key, the pump displayed 69. It was also observed that when pressing the ¿9¿ key, the pump displayed 0.9. This issue occurred in the biomedical service department. There was no patient involvement. No additional information is available.